Event description:
Complainant alleged that while attempting to defibrillate a male patient, via electrode pads, the associated defibrillator displayed a "defib pad short" message. Complainant indicated that the clinician continued to perform CPR to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant indicated that after the event, it was observed that the electrode packaging had been opened incorrectly. Please reference MDR report 1220908-2009-00435 for a similar event from the same customer.

Manufacturer narrative:
The customer has indicated that the electrodes were subsequently discarded, and will not be returned to zoll for evaluation.